Event description:
A patient had been hospitalized in 2006 due to hyperglycaemia and high ketones. The reporter states that the patients blood glucose has been running high, but when asked for specifics did not know responding that the patient is 15 years old and manages their own diabetes. Patient questioned when the highs started and patient stated he does now know. Patient reports a site change the day prior to the hospitalization. The device will be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incidence.